Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to inspect the rotation axis of the endoscope, press the port clutch to clear the guided tool change (gtc) feature and reseat the endoscope; following these actions, the issue was resolved, and normal functionality was restored. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper setup, specifically related to the endoscope installation on the arm. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that 30-degree plus endoscope rotated automatically. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to inspect the rotation axis of the endoscope, clearing the guided tool change (gtc), and reinstalling the endoscope. The clinical sales representative (csr) confirmed that the issue was then resolved with the clearing the gtc. The procedure was being completed as planned, with no reports of patient injury.